Event description:
It was reported that nonsustained ventricular fibrillation episodes resembled noise. The physician suspected a lead issue as the cause. There were no adverse consequences and the patients condition was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.